Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed. The patient was asymptomatic. Decoupling of the sensitivity was recommended. No further information is available.